Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported this dermatome was taking uneven grafts during surgery. Right side is taking graft, left side is not. There was no harm per the hospital, however the graft was usably damaged and an additional unplanned skin graft was required.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported this dermatome was taking uneven grafts during surgery. Right side is taking graft, left side is not. There was no harm per the hospital, however the graft was usably damaged and an additional unplanned skin graft was required.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the unit was found to have a damaged machined head, motor function issues, and was out of calibration. The motor, bearing pack, oring, seal, reciprocating arm, machined head, ball plunger, die cast aluminum lever, spring pin, and throttle gasket were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.